Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient using a large flexnav delivery system. The patient was administered heparin for procedure and had noted activated clotting time (act) levels of 141, 239, 268, and 129 seconds. A pre-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device. The final non-coronary cusp implant depth was 1mm. Post-procedure it was noted via a computed tomography scan, that the patient had developed a 5mm mild pericardial effusion. No intervention was required/performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported serious injury/illness/impairment was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the pericardial effusion was noted to be localized, 4mm, and in front of the right ventricle. There was no cardiac tamponade noted. The patient had been administered 11,000 iu of heparin for procedure. There was no difficulty implanting the 27mm navitor valve or multiple manipulation during procedure. There was not multiple wire or delivery sheath exchanges. The patient was not taking an anticoagulant or antiplatelet medication the time when the pericardial effusion was noted or prior to procedure. The patient was administered 50 mg of intravenous protamine during or after procedure. On (B)(6) 2024, a transthoracic echocardiogram was performed and revealed that no pericardial effusion was present. The cause of the pericardial effusion is unknown. The patient was discharged at the time of report. No additional information was provided.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on 07 august 2024, the patient had an increased qrs duration without atrioventricular block. The patient developed a left bundle branch block 7 minutes after implant of the 27mm navitor vision valve. There was no intervention performed.

Manufacturer narrative:
An event of pericardial effusion and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion and heart block could not be conclusively determined. The reported serious injury/illness/impairment was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.